Event description:
The pt was seen at the center in 7/99 because he was experiencing problems with his system. Testing conducted at the center revealed that the implant was functioning intermittently and the decision was made to schedule the pt for explantation. The device was reportedly explanted in 1999 and the pt was reimplanted with another cochlear implant. No further info is available at this time.